Event description:
It was reported that the inflatable penile prosthesis (ipp) is going to be removed on (B)(6) 2018 due to unspecified reasons. A new ipp device will be implanted at that time. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information provided in: describe event or problem, explant date, device codes.

Event description:
It was reported that the inflatable penile prosthesis (ipp) is going to be removed on (B)(6) 2018 due to unspecified reasons. A new ipp device will be implanted at that time. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. The previous ipp device was explanted on (B)(6) 2018 due to fluid loss from a fractured right cylinder. A new 15cm x 12mm ipp device was implanted with a 100ml reservoir. The reservoir was placed midline and filled with 80cc's of normal saline.